Manufacturer narrative:
Event year is reported as 2021; however the exact date of the event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the skyline cam tightener shaft tip broke from wear and tear. There was no patient consequence. This report is for one (1) sky cam tightener shaft. This is report 1 of 1 for complaint (B)(4).